Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported signs of infection at the evoke closed loop stimulator (cls) implant site. Evaluation in the emergency department confirmed an infection. The implanting physician advised the patient to continue with their post-operative antibiotics to resolve the reported event. A revision procedure of the patient's evoke cls implant site was previously completed and reported under manufacturer report number - 3021836309-2025-00208.